Event description:
On 12/20/99, chad received a telephone call from a homecare provider. Homecare provider informed co that an accident had occurred with one of their pts. "The pt's oxygen system caught fire." The preliminary info provided by the homecare provider stated the pt was taken to a nearby emergency room where pt was treated for a flash burn on pt's right leg and released. On 1/3/00, chad was notified by the insurance carrier for homecare provider. They stated the products are currently under the insurance company's custody. On 1/6/00, co was informed by the homecare provider that the pt was readmitted to the hospital on 12/21/99 for further treatment and released on 1/5/00.